Event description:
At a requested integrity appointment high channels were seen. Hearing performance with the device is affected. The user was re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00397. For further information please refer to this report.